Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6: h10: the device was received for evaluation. During functional testing, the reported issue was not reproduced. A review of the event history log revealed upstream occlusion messages. A service history revealed the device has been serviced within the last 12 months for this same issue however the problem was not replicated and no component issue identified during prior service. The reported condition was verified. The cause of the condition was determined to be peeling ultrasonic sensor. The ultrasonic sensor assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.